Event description:
No additional event information was received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. One unknown biomet 3i screw was not returned for investigation. Therefore, visual inspection could not be performed, and the investigation will be of the applicable IFU and risk management files. Based on the evaluation, the device malfunction could not be verified. However, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported device that could cause or contribute to the reported event. Monthly post market trending review identified no adverse trends or corrective actions for the reported events or device. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the products were within specifications and conforming when they left zimvie. DHR review was could not be performed for the unknown biomet 3i screw since the lot number was not available. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item/lot number could not be performed for the unknown biomet 3i screw since the lot number was not available. The reported event is related to the functional performance of the device and cannot be recreated due to the nature of the alleged event. A definitive root cause could not be identified. Based on the investigation, risk file review and IFU, the probable cause is due to inadequate treatment planning, excessive torque and placement of devices in a patient with patient factors incompatible with long-term osseo-integration of implant. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
It was reported that a portion of the abutment screw fractured on an unknown implant tooth site. A screw removal tool kit was ordered.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. Brand name unknown / not provided. Dental implant unknown, item number and lot number unknown. Therapy date unknown / not provided. Catalog and lot number unknown / not provided. PMA/510(k) number not available. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.